Event description:
Elderly female with acute onset of shortness of breath and palpitations. Procedure: left heart cath. When the merit prelude sheath was opened, the product fell apart. Unable to be used. No known harm to patient. Manufacturer response for dilator, vessel, for percutaneous catheterization, prelude act (per site reporter) will obtain.